Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 462 mg/dl. Customer did not performed troubleshooting for high blood glucose reading. Customer was not able to remove the battery cap to change a battery so they could use the insulin pump. Since customer could not use the insulin pump, their blood glucose risen. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device received with a paradigm battery cap install and stuck in the insulin pump. After removal device was tested with a test ngp battery cap. Device received with operating currents within specification. Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with minor scratched display window, case and keypad overlay.